Event description:
It was further reported that the patient was transferred to another hospital and underwent a ventricular tachycardia (vt) ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the emergency department following several appropriate shocks for ventricular tachy cardia (vt). It was noted that one hour later, the patient was found to be in vt at 170 beats per minute and pre-syncopal with no defibrillation therapies delivered. Inappropriate withholding of therapy was suspected and the patient was externally cardioverted. The implantable cardioverter defibrillator (ICD) remains in use.  No further patient complications have been reported as a result of this event.